Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply connector was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the power intermittently shut down. Functionality was recovered after a reboot. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.